Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted due to physician bent this lead causing the helix not to extend appropriately. Evidence suggests that bent of the lead could cause damage to the mechanism of the helix. The lead was therefore removed and replaced. No adverse patient effects were reported.